Event description:
It was reported by the patient's caregiver the patient has had an increase in seizures and went to the emergency room. According to the mother, the patient's device has not been checked in about 18 months. No additional relevant information has been received to date.